Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No further testing could be performed due to blank display. However, pump received with corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and shut off without a low battery warning. The customer did not know the blood glucose reading. She stated that there was some condensation in the display screen and that she was wearing the insulin pump while in the gym. She added that this had happened before, but nothing significant happened then when it was kept against her skin. She was unable to clear the button error alarm. She also reported that the insulin pump alerted off no power without the low battery alert prior. She was unable to go through the alert history due to the button error. She was advised against using the lithium battery that she had been using. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.